Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported zipper problems with new canopies out of the box. The spiral of the zipper is not closed correctly. If you do not open the zipper gently, the spiral gets damaged and then the complete zipper needs to be replaced. The date the issue was discovered is unknown and no patient incident or injury was reported.

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Customer confirmed will not be returning the product. Without the device, the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical review of the complaint database found other complaints similar to what is reported by the customer. Analysis of the returned products found the teeth of the zippers were not engaging. Zipper issues (teeth not engaging or closing all the way) were noted in october of 2018 from the supplier. Issues with zipper was addressed and corrected via a supplier corrective action (scar). There have not been any other complaints related to this issue in devices manufactured after the completion of the scar. At this time, there is no evidence of recent manufacturing non-conformity. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4). Product will not be returning.